Event description:
It was reported that increasing defibrillation impedance was noted on the right ventricular (rv) lead. No changes or intervention was performed, and the patient will continue to be monitored. There were no patient consequences.